Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stone removal procedure using a cook single-use holmium laser fiber, the laser fiber broke off in the patient. The procedure was completed by passing or flushing the small stones through a stent. A small tip of the fiber was not able to be retrieved. The attending physician was confident that, due to its size, the device fragment would be passed. No additional procedures were required due to the occurrence. No adverse effects have been reported due to the occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, during a stone removal procedure using a cook single-use holmium laser fiber, the laser fiber broke off in the patient. The procedure was completed by passing or flushing the small stones through a stent. A small tip of the fiber was not able to be retrieved. The attending physician was confident that, due to its size, the device fragment would be passed. No additional procedures were required due to the occurrence. No adverse effects have been reported due to the occurrence. Investigation - evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One cook® single-use holmium laser fiber was returned for investigation in a used condition. The protective coil and packaging tray were not returned with the fiber. The fiber was returned broken but still attached to the partially severed blue jacket. The distal segment length measured 76.1cm; approximately 1mm of clear fiber protruded from the distal end of the blue jacket. The fiber appeared broken with the blue jacket appears torn and partially pulled to separation. The proximal segment length was 212.7cm. No charring was visible at the point of separation. The plug appeared secure and clean with no discoloration or damage. When handling the device during investigation, the fiber jacket completely separated. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. The device is packaged with instructions which precaution several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, lasing with a contaminated or damage proximal poor lasing beam alignment or focus discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Based on the information available, cook has concluded that the most probable cause of fiber breakage/ separation may be related to improper handling of the laser fiber. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.